Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, scratched case, scratched keypad overlay, pillowing keypad overlay and broken off retainer ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of cracks on the reservoir compartment of the insulin pump. The customer's blood glucose reading was unknown. The customer stated that there is a crack on the case. The customer does not know how it happened. The customer will be sent a replacement pump. The customer will return the pump for analysis.